Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) experienced a power on reset (por). Follow-up with the clinic revealed the patient was seen the following day, and the device was reprogrammed and the por was cleared/reset. The device remains in use. No patient complications have been reported as a result of this event.